Event description:
It was reported that the screw of the abutment fractured.

Manufacturer narrative:
Upon visual investigation, it was found that the screw of the abutment had fractured. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.